Event description:
A ptcd and implantation of a biliary stent was performed in 2004. The pt was released from the hosp in april, 2005, in a good condition, although received administration of ts-1 and 5-fu on an outpt basis. In mid-septmember 2005, the pt was admitted to the hosp with severe nausea. At that time, a small bowel ileus and presence of a deviated fragment of the biliary stent was noted in the obliterated area of the ileum. The stent fragment was moved gradually with an ileus tube, which was inserted into the intestine. The fragment was discharged per anum on the ninth day of hospitalization. Reference 1820334-2005-000309.